Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that right ventricular capture threshold is out of range (high) starting (B)(6) 2016.

Event description:
It was reported that approximately three weeks post implant, the patient's right ventricular (rv) lead exhibited high thresholds and a one day jump in impedance and sensing which stabilized. It was noted that lead revision might be a possibility in the future. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.